Manufacturer narrative:
The reported event of "v autocapture alert auto programmed to off after setting up v autocapture" could not be confirmed as there were no session records available for review. However, the event was able to be reproduced when reviewing the parameter report for the product. Based on the information received, the cause of the reported incident could not be conclusively determined without a returned device or available session records.

Event description:
During a clinic follow-up, a diagnostic anomaly was observed on the device. Technical support was contacted and the device was manually programmed to resolve the event. The patient was stable and will continue to be monitored.